Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump had minor scratched display window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer called to report bent cannulas on the infusion sets. Customer reported that three of the cannulas were bent. Customer reported that her blood glucose levels were elevated so she removed the infusion sets check for bent cannulas. Customer reported that the insulin pump did not alarm. Customer reported that there is also damage/cracks inside the reservoir compartment. Customer's blood glucose at the time of the incident was 207 mg/dl. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the issue could not be determined. Product is expected to return.